Event description:
When the device was fired during a low anterior resection, it cut but did not staple. The surgeon had to repurse string the colon and use a second device for the anastomosis. There were no consequences to the patient at the time of the event.